Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received high sensor scan results and self-treated with insulin (dose/type unspecified) according to the results received. Customer subsequently experienced shaking and a loss of consciousness and was unable to self-treat, requiring treatment of sugar administered by a third-party. There was no report of death or permanent impairment associated with this event.